Manufacturer narrative:
At this time, no further details have been provided. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this device implanted less than 12 months, was exhibiting less than one year of remaining service life. An inquiry was sent for technical review. Additionally, a device alert notification to check the associated atrial lead had been observed. No information provided on the specifics of the fault code or the atrial lead model serial number. No adverse patient effects were reported and to date the device and lead remain implanted and in service.

Event description:
Subsequently, surgical intervention to explant the device was performed at which time this lead was tested and confirmed to be functioning appropriately. The lead remained implanted and in service with the new device. No adverse patient effects were reported.